Event description:
The customer reported the left monitor is burned out and needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. System operates as intended. (B) (4).